Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the fio2 on the avea ventilator was showing three asterisk symbol during set-up prior to patient use. The ventilator was tested with a known working oxygen sensor and found no progress. The cable which connects the oxygen sensor which did not correct the problem. The est passes and it ventilates but has the high fio2 alarm. The customer advised there was no patient involvement associated with this event.